Manufacturer narrative:
(B)(4). Yielded jaws. Eval summary: the instrument was returned in good visual condition with evidence of dried body fluids all over the instrument. The instrument was cycled and had a short feed when firing the clips. The instrument fired the remaining clips malformed due to the short feed. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device malfunctioned. There was no pt consequence.